Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast pain, rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 33-year-old female patient underwent a primary breast augmentation surgery with a 380cc mentor memorygel xtra breast implant. Post-operatively, the patient experienced pain in the left breast. The patient consulted with a medical professional and was diagnosed with a rupture of the left breast prosthesis. As a result, the patient underwent removal and replacement with a 375cc mentor memorygel breast implant on (B)(6), 2022.

Manufacturer narrative:
On november 23, 2022, mentor received the device for evaluation. On november 29, 2022, mentor received additional information. Mentor became aware that the patient is hispanic/latino. The patient's date of event was updated to november 01, 2022. On december 09, 2022, mentor completed a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the was found to have a tear on the anterior view, measuring approximately 0.7 cm. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause the implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).